Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The initial result was 67.1 ng/l. This result was reported outside of the laboratory where the doctor questioned it as it was a critical value. The sample was sent to another laboratory where the repeat result from a cobas pro system was <6 ng/l. The repeat result was believed to be correct.

Manufacturer narrative:
The customer also received reagent probe and prewash gripper alarms and reservoir alarms. The troponin t reagent lot number was 688151 with an expiration date of (B)(6) 2024. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) found the water line from the tank to the instrument was pinched restricting water flow to the instrument. The fse unkinked the water line. The fse primed the reagent flow path, performed system air purges, and conditioned the measuring cells. The customer ran qc with no issues. The service maintenance actions resolved the issue.